Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 485 mg/dl. The customer did not treat for their high blood glucose. The customer stated they had changed their infusion set several times but was still receiving high blood glucose. Troubleshooting did not find any damage to the drive support cap or any leaks. The customer stated that insulin was able to exit the tubing. No additional information provided.